Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossed. A technical support specialist connected to the server and found that it was not able to open sql server management studio (ssms) failed message. The tss checked on the server webpage received messages and have seen the last message received with date and time. The external inbound, messaging service and net.tcp pot sharing services were restarted, and messages had been processing now. The tss verified with the customer that there were no issues and the orders were crossing over. The tss attached the knowledge article¿ patients and order not crossing to med es server" for user reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the new orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.